Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead had an out-of-range shock impedance measurement greater than 125 ohms on (B)(6) 2023. Shock impedances were otherwise stable around 90 ohms since implant in 2014. The average shock impedance measurement from the latest device transmission in (B)(6) 2025 was approximately 95 ohms, and the most recent 28 day average in-clinic was approximately 90 ohms. This behavior was not consistent with lead calcification, and the lead was already programmed to initial polarity. This rv lead remains in service and will continue to be monitored until measurements exceeded 150 ohms. No adverse patient effects or interventions were reported at this time.